Event description:
The pt reported that he experienced frequent urination during the night. The next morning (2007) he tested his blood glucose and it was 482 mg/dl. The pt reported that his normal range is under 150 mg/dl. The pt reported that he replaced his infusion set and contacted his physician for advice. He was advised to administer a 10 unit bolus and continue to check his blood glucose. The pt reported that he is blind so he had someone else examine the infusion set and reported that the cannula was bent at a 45 degree angle. The pt reported that he discarded the product therefore, the lot number and expiration date are not available and the product is not available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.